Event description:
Customer reported being hospitalized due to diabetic ketoacidosis. Customer reported that he did not think the insulin pump was delivering insulin. Blood glucose level was 612 mg/dl at the time of admission. Customer reported being off of the insulin pump for about one hour prior to the hospitalization. Troubleshooting showed that the insulin pump was functioning properly. Customer remained hospitalized at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).